Event description:
It is reported that the devices were implanted in 2008 and that the patient was revised in 2009 because of osteolysis and alignment of components.

Manufacturer narrative:
Evaluation summary: the devices were implanted almost one year and three months, but were not returned for evaluation. X-rays were not available. It is possible that malalignment of the femoral and/or tibial components led to increased wear which led to osteolysis . However, the information provided is insufficient to determine probable cause of the osteolysis and malalignment of components. No product was returned. Review of the devic history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation , the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.